Event description:
It was reported that when the device was implanted the patient "poked, prodded and picked at the surgical site non stop". Therefore it appears that the patient's influence likely led to the previously reported extrusion and infection events.

Event description:
It was reported that the patient's father observed that the generator was extruding and it appeared that the pocket was infected. The patient was evaluated by the surgeon and the same day was taken to surgery where the generator was explanted. Manufacturing records were reviewed and found that both the lead and generator were sterilized prior to distribution. It is unknown if trauma or patient manipulation contributed to the infection and extrusion event. No additional relevant information has been received to date.

Event description:
It was reported that the physician did not suspect that patient manipulation or trauma contributed to the extrusion of the generator or the infection. The physician did not know the cause of the extrusion and noted that the issue was only reported by the patient's parents when they noticed the issue.